Manufacturer narrative:
The data logs from the analyzer have been investigated. The investigation shows that a sudden big jump in ca++ status occured shortly after midnight, between (B)(6) 2015. The change of status stayed for half a day and then ca++ status jumped back. The jump was not seen for the na+ electrode. This indicates that the jump does not derive from the reference electrode, but may come from the ca electrode. System-message log does not show any membrane change during the period. The jump in ca-electrode status happened just after midnight, which fits with the facts that the three complained measurements would be very high (as they did) and the next calibration would have a high ca-status and a big positive drift, which also was the case. Unfortunately the root cause for this for this jump in ca++ status could not be determined.

Event description:
The customer reported that on three different patients the ca value were far too high when measured on the abl825 analyzer. This report concerns the patient with patient (B)(4). A blood sample for the patient was measured for ca on the abl825 with result of 4.89 mmol/l. Since the ICU department didn't trust this ca value to be true, the same sample was measured again on another abl analyser with result of 1.21 mmol/l based on the series of measurements the customer reported the first result as false high. There was no reported injury, diagnosis or treatment based on the high ca result.